Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Evaluation found debris buildup in the water filter, a flattened pinch tube restricting air/powder flow, and a damaged water flow control on the handpiece cable.

Event description:
While using a g137 scaler, the handpiece was heating up; no injury resulted. During evaluation, it was found to have a damaged water flow control, which can result in lack of water flow.